Event description:
It was reported by the rep that the (1) tsw35 was used during an operative laparoscopic bso procedure. It was reported that the stapler would not fire and could not press back down to fire the staples. There was no consequence to the patient.(bso) bilateral salpingo oopharectomy.